Event description:
It was reported that during a colorectal operation the device losses the white patch into the abdomen and they didn't recover it. The white part has been not found. The procedure was delayed 25 minutes but was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4) date sent: 1/29/2026 d4 batch #: unknown. Additional information was requested and the following was obtained: was the white tissue pad completely missing from the jaws? Half white pad missed into abdomen. What efforts were made to locate the pieces of the tissue pad during the procedure? They searched but couldn¿t find, I cannot say how long they searched. Was this procedure converted to an open procedure? No, they continued and finished laparoscopically are there any plans to locate the pieces? No. Was there any change in the patient care as a result of this event? No. What is the current patient status? I have no complaints on patient status. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.